Event description:
It was reported to boston scientific corporation through an investigator sponsored research study (isr) that a leveen needle electrode was used during a radiofrequency ablation procedure performed in 2007, according to the complainant, chest pain was noted following the radiofrequency ablation procedure. The patient was admitted to the hospital for overnight observation. At the time of admission, the pt was complaining of chest pain at the site of the procedure, but denied any shortness of breath, nausea or vomiting. The pt sustained no further complications and was discharged home the next day, as he was clinically stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device catalog, model and lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.